Manufacturer narrative:
(B)(4). The device reported, list number 56548, is an abbott product that is marketed internationally which is the same as or similar to a device, list number 51364, that is marketed in the u.s. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported the balloon inflation valve/valve band detached within 1 to 7 days resulting in the need for tube replacement; however, specific event details, patient information, lot number, and insertion/removal dates were not available.